Event description:
Customer alleges foot rest is bent. No injury alleged.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. (B)(4) 2012 - no RMA has been initiated for this issue. Model3gtq-ts serial number/date code (B)(4) is approximately 6 years and 1 month of age. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged the footrest was bent. No further information was provided. Producted was not returned.